Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 2.5 years post-implant, it was reported that the pt suffered a stroke and thrombus was removed from the pt's brain. Approx 6 weeks later, the pt was electively transplanted.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.